Event description:
It was reported that a user experienced an elevated blood glucose reading of 205 mg/dl on the ilet following a recently announced meal, with the user unsure of the cause and reporting no symptoms. Symptoms included no reported clinical effects. Outcomes included the glucose level trending down during the call with ongoing automated corrections and no alerts or alarms. Investigation included review of device reports confirming correction dosing, user confirmation of supply inspection, and follow-up to verify continued glucose decline. Investigation of this case revealed no device malfunction and no component failure, with the event assessed as hyperglycemia of unclear cause that resolved with system corrections. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.